Event description:
The account reported that the left head side rail was not locking properly. The bed was located at the facility. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
Upon investigation, the technician found that the side rail was not pulled out far enough past the mattress to allow side rail to lock, user error. To resolve the issue, the technician extended the side rail out to the proper length. Based on this info, no further action is required.